Manufacturer narrative:
Patient information is unknown. This report is for a drill bit - unknown lot. Additional product codes gff, gfa, hsz. Device is an instrument and is not implanted/explanted. Complainant part has not been returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a drill bit broke off into a first metatarsal during a lisfranc procedure on (B)(6) 2017. There was one fragment generated and was completely encapsulated in patient bone. This did not prolong surgery and no additional x-rays or medical intervention was required. The surgery was completed successfully and the patient outcome was noted as stable. This report is for one (1) device, one (1) drill bit. This is report 1 of 1 for (B)(4).